Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room; it was noted that they may have felt light-headed. The device was beeping and shocking lead impedance measurements (sli) were determined to be 128 ohms. Daily measurement tones for high sli were programmed off. A boston scientific technical services (ts) discussed that lead calcification buildup may have contributed to the increasing measurements and discussed increasing the value for beep when out of range. No additonal adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The returned device was analyzed and a review of the device memory confirmed that a low voltage alert, had been recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population. Review of device memory also found that shock impedance measurements over the past year ranged from 98 to 184 ohms. The high shock impedance observed clinically could not be replicated during testing.

Event description:
This device, which had previously exhibited high-of-range impedance measurements was emitting beeping tones. Interrogation confirmed the high impedance, which had been trending higher chronically. Interrogation also confirmed that the device had declared a code (B)(4), indicative of battery voltage too low for remaining capacity. A boston scientific technical services representative recommended device replacement. The device was explanted and returned for analysis. No adverse patient effects were reported.